Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 1 of 5 mdrs filed for the same patient (reference 1825034-2016-01669 / 01671 / 01672 / 01673 / 01674). Product location unknown.

Event description:
It was reported that patient underwent a hip revision procedure approximately seven (7) months post-implantation due to unknown reasons. During the procedure, the femoral head and acetabular liner were removed and replaced, and a troch claw was implanted.